Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. Lm reported that the most probable cause for the reported event is as follows: it is assumed that this event occurred when external force was exerted by rubbing or striking the area strongly during transportation, storage, use, cleaning, etc. This event can be prevented by observing the items listed in the instruction manual. Therefore, it is assumed that this event was caused by the user's handling. Warnings and cautions (p.7). Warning "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of ¿the balloon did not inflate or insufflate ¿could not be duplicated. The balloon was found inflating and deflating normally with the test olympus equipment. The glue was found missing on the forceps riser holding cover. Deep scratches were notes on the bending section and the bending section glue was found cracked. The cause of the reported event cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the balloon does not inflate and will not insufflate. There was no patient involvement reported. No further information was provided.